Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: four samples were provided to our quality team for investigation. Through visual inspection silicone was observed. Lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. It is an integral part of the syringe, enabling it to perform as required in various clinical applications. Silicone content tests are performed during the manufacturing process of each lot number. The samples underwent these same tests and was found to be within specified limits. A device history review was performed for the reported lot 2401034, finding one annotation related to the reported incident. During the siliconization process, dispensing time was reduced in one of the dispensers, indicating the silicone level may have been outside normal limits. Retained samples were used for additional evaluation. All product was inspected, no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to the reported incident were found. Based on the sample evaluations and given the silicone within the returned products was within specified limits, we cannot identify a specific root cause at this time, although it is possible it could be related to the incident identified during manufacturing. Given the viscosity of the lubricant, it is possible to see evidence of it when moving the stopper from being fully seated at the top of the syringe. A project has been initiated to further review our silicone process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends..

Event description:
No additional information.

Event description:
50 ml and 30ml syringes have a sticky residue on them. Before use. Customer email- to whom it concerns our aseptic department purchase syringes from yourselves and we have discovered a sticky residue on the bungs of both out 30ml and 50ml syringes. I assume this to be silicone. How would you recommend we proceed? Are these still ok to use? Kind regards (B)(6) qa pharmacist.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.